Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider and manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported there was heat traveling along the lead. It was noted speculatively it sounded like a possible fluid short in the system. It was recommended to check impedance, however it was noted that impedance could be masked in a fluid short situation. It was recommended to palpate over the system with the stimulation on and also with stimulation off to see if sensation was felt only with stimulation on.

Event description:
Additional information was received from the patient. It was reported that the recharger was taking forever to charge the ins. It was taking 1.5 hours to recharge the ins to only 20%. When they were recharging one of the internal leads was burning. The recharger paddle was hot while charging. They saw a manufacturer representative to address the lead issue and had reprogramming done to group c which provided the patient a lower level of stimulation and resolved the issue. They also ran impedance checks in multiple positions but nothing showed up. The cause of the heating was not determined.

Manufacturer narrative:
Continuation of d11: product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.